Event description:
Allegedly the patient was revised due to other indications (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00274. This report will be updated when the investigation is complete. This event occurred in (B)(6).